Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with the device or therapy. The patient received assistance from a doctor or manufacturer representative and the concerns were resolved.

Event description:
It was reported that when the pump was first implanted, it got infected and the hcp at the time took care of the infection. The pump was used to deliver dilaudid. Additional information was requested, but had not been received as of the date of this report.